Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for a pulmonary vein isolation procedure to treat atrial fibrillation (af), a faradrive sheath was selected for use. While flushing, it was observed that there were bubbles in the flush line and syringe. It was believed there was a leak at the joint of the flushing line and handle of the sheath. The device had been prepared per the IFU. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
During preparation for a pulmonary vein isolation procedure to treat atrial fibrillation (af), a faradrive sheath was selected for use. While flushing, it was observed that there were bubbles in the flush line and syringe. It was believed there was a leak at the joint of the flushing line and handle of the sheath. The device had been prepared per the IFU. The sheath was replaced, and the procedure was completed without patient complications. The device has been returned for analysis.